Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to the femoral stem subsiding and fracturing the patient's bone. The femoral stem and modular head were removed and replaced and three cables were implanted. Patient underwent another revision procedure on (B)(6) 2014 due to a femur fracture. A 30 minute delay occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02280 / 02281).